Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Device alerted the patient as expected, customer did not make claims of a device malfunction, customer had contacted distributor to report the hypoglycemia event. No remedial action/corrective action/preventive action / field safety corrective action is required as the device alerted the patient as expected. Device alerted the patient as expected, customer did not make claims of a device malfunction, customer had contacted the distributor to report the hypoglycemia event.

Event description:
Senseonics was made aware of an instance wherein a patient using the eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did provide an alert through the eversense transmitter and the medical mobile app with a eversense sensor reading for 40mg/dl. The patient fainted while jogging and was assisted by a passerby who provided the patient with some sugar under his tongue and who called the paramedics. The patient reported that a blood glucose reading was not taken by the paramedics. The patient was transported to the emergency room of the nicosia hospital and his glucose had risen to 171 mg/dl and he was admitted. The patient reported the physician at the hospital ( he cannot recall the name of the physician) administered a glucose solution and sodium solution intravenously. The patient was discharged after 24 hours and has not reported any further injuries.